Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion, the trailing haptic detached from the optic. The leading haptic and optic were inside the eye and the trailing haptic was detached from the lens at the hinge; it stayed in the inserter. The implanted lens and haptic were cut and removed, and a backup lens was implanted with no issue. The physician believes a loading error occurred. The original insertion was not enlarged but an additional incision was made for explantation. Protocol sutures were used. The patient's current prognosis is good.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the current information the exact root cause cannot be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.